Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2.

Event description:
Patient reported a left side intracapsular rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on radius and crease flat. Base on the device analysis the final assessment is: striated broken assessed as surgical damage.

Event description:
Patient reported a left side intracapsular rupture. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture.

Event description:
Patient reported a left side intracapsular rupture. Device remains implanted.